Event description:
It was reported that during the procedure, during the deployment of the subject stent, it was suspected that the stent got stuck inside the microcatheter and failed to be deployed. After the operation it was noted that the stent was partially pushed out from the junction between the hub and the microcatheter body, confirming that the stent had previously been deployed inside the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date ¿ added. D4 gtin - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product meets specifications upon release. During the visual inspection, the subject stent was received with part of the stent deployed in the lumen of the microcatheter and the remainder deployed in the hub of the microcatheter. The stent delivery wire (sdw) and introducer sheath were also returned. The microcatheter was noted to be intact. All 3 marker bands were present at both ends of the subject stent. Deformation was noted at the proximal (closed cell) end of the subject stent. Approximately 5cm had been removed from the distal tip of the introducer sheath. The stent delivery wire (sdw) was noted to be kinked/bent at the distal end. Functional inspection was not performed due to the subject stent being returned in a deployed state. The as reported (ar) code ¿stent deployed prematurely during use¿ as reported was confirmed. The remaining as reported (ar) codes 'stent difficult/unable to advance or pullback through catheter' and 'stent failed/unable to deploy' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'during the deployment of the subject stent, it was suspected that the subject stent got stuck inside the microcatheter and failed to be deployed. The physician did not observe the stent under fluoroscopy and subsequently withdrew the entire system. A new stent was then used to successfully complete the subsequent procedure. After the operation, the physician used a guidewire to push the subject stent out in reverse from the tip of the original microcatheter. The subject stent was partially pushed out from the junction between the hub and the microcatheter body, confirming that the subject stent had previously been deployed inside the microcatheter'. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. The subject stent was returned for analysis no longer loaded on the stent delivery wire (sdw). Part of the subject stent was deployed in the lumen of the microcatheter, and the remainder was deployed in the hub of the microcatheter. Once removed, the subject stent was noted to be deformed at the proximal (closed cell) end of the device. The introducer sheath was returned for analysis. The distal tip of the introducer sheath was missing and had been intentionally cut off. When measured, the sheath was approximately 5cmm shorter than it ought to have been. It had most likely been removed using a sharp blade, as evidenced by the clean cut on the distal end of the returned sheath. The stent delivery wire (sdw ) was returned and was noted to be kinked/bent towards the distal end of the wire. The damage noted to the distal end of the introducer sheath can only occur if the tip is intentionally cut off the sheath. There are many possible reasons which may lead to cutting a damaged distal tip off the sheath including (I) the type of microcatheter in use, (ii) if the tip of the sheath gets damaged (while being removed from the transport dispenser or while being inserted into the rhv through the vent cap), or (iii) if the distal tip opening gets crushed due to being advanced too far distally inside the microcatheter hub. There is insufficient information available to determine exactly why the tip was cut off the introducer sheath in this complaint. Cutting the distal tip off the introducer sheath means that the subject stent would have advanced into a gap between the distal end of the sheath and the proximal end of the microcatheter lumen. The subject stent would begin to deploy in this gap, resulting in resistance and friction when the subject stent was advanced up through the microcatheter lumen. An assignable cause of user error has been assigned to the as reported codes, ¿stent deployed prematurely during use¿, 'stent difficult/unable to advance or pullback through catheter', 'stent failed/unable to deploy' and as analyzed codes 'stent deployed prematurely during use', ¿stent deformed¿ , ¿stent delivery wire (sdw) kinked/bent¿ and ¿stent introducer sheath distal tip damage¿. This complaint appears to be associated with a product that met the manufacturers¿ design and manufacturing specifications. However, there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure, during the deployment of the subject stent, it was suspected that the stent got stuck inside the microcatheter and failed to be deployed. After the operation it was noted that the stent was partially pushed out from the junction between the hub and the microcatheter body, confirming that the stent had previously been deployed inside the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.